Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that inflammation of the tissue surrounding this pacemaker was observed; infection was suspected as a possible cause. As a precaution against erosion, the physician performed a revision procedure wherein the device was reimplanted subpectorally. The associated right atrial (ra) and right ventricular (rv) leads remain in service with this device. No additional adverse patient effects were reported.